Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient experienced intermittent dizziness. The physician ordered holter telemetry, and thought there was intermittent loss of atrial capture. Stored ahr (atrial high rate) episodes appeared to show possible noise as well. Sensitivity was to be decreased, atrial outputs were to be increased, and the atrial lead remains in use. No patient complications have been reported as a result of this event.